Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00453-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. Radiographs: one mediolateral radiograph, taken on an unknown date, was provided for analysis with (B)(4). The tibial component appears short of both the anterior and posterior edges of the tibial plateau, whereas the femoral component appears appropriately sized and positioned. However, there appears to be a gap between the anterior aspect of the femoral component and the femur, in agreement with the diagnosis of aseptic loosening, which suggests the radiograph was taken prior to the revision surgery. Debris, likely bone or bone cement, appears to be present within the anterior and the posterior joint space; however, it cannot be determined, with the information available, whether this is related to the reported aseptic loosening. The zimmer biomet product experience report (zper) states that primary surgery was performed on (B)(6) 1996 and the implant was revised on (B)(6) 2020. The implant was therefore in use for 24 years. The zper also states that the products cannot be returned for analysis because they were kept by surgeon. The provided zper informs that it was verbally communicated to the sales rep that no additional information was available for (B)(4). This includes patient information such as age, gender, weight, height and activity level, as well as post-primary radiographs (both anteroposterior and mediolateral) which are required to evaluate initial implant positioning, and an anteroposterior pre-revision radiograph. The cause of aseptic loosening cannot be determined with the information available at the time of writing this assessment. The manufacturing history records (mhrs) for the agc femoral and tibial components could not be checked because, as recorded on etq: as the implant surgery took place in 1996 and so the devices are old. Mhr could not be located in filestream and as400. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the complaint database over the last 3 years has found no similar complaints reported with these items 155422 and 158481. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The reported event states revision due to aseptic loosening. This incident has a maximum severity score of 4 which is defined in the rmr as: results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. The outcome of the reported event (surgical intervention) is considered to be within the severity of the rmf. In order to calculate the occurrence rate, sales and complaint data for these item numbers has been obtained, and is attached for a period of the last 3 years prior to the notification date, being (B)(6) 2020. For item 155422 lot s188225: sales ((B)(6) 2017 to (B)(6) 2020) = (B)(4) units. Complaints search was conducted for events occurring between (B)(6) 2017 to (B)(6) 2020 for item 155422. No other complaints were identified for this item number other than (B)(4). Therefore, the calculated occurrence rate is (B)(4). Since the occurrence calculation is based on only 1 complaint, the current occurrence ratings in the risk management file are still relevant and have not been exceeded; as it is not possible to make a calculation based on one instance of a complaint. The failure mode will be monitored through zimmer biomet internal complaint and post market surveillance activities with further review of risk conducted through these processes. As multiple hazards (lines) result in a hazardous situation of implant loosening, and the root cause of the above complaint has not been determined, a specific hazard (line) cannot be selected for the reported event. As a hazard cannot be selected, the occurrence score for one hazard cannot be attributed to all events, and therefore cannot be used for comparison. For item 158481 lot 3178204: sales ((B)(6) 2017 to (B)(6) 2020) = (B)(4) units. Complaints search was conducted for events occurring between (B)(6) 2017 to (B)(6) 2020 for item 158481. No other complaints were identified for this item number other than (B)(4). Therefore, the calculated occurrence rate is (B)(4). Since the occurrence calculation is based on only 1 complaint, the current occurrence ratings in the risk management file are still relevant and have not been exceeded; as it is not possible to make a calculation based on one instance of a complaint. The failure mode will be monitored through zimmer biomet internal complaint and post market surveillance activities with further review of risk conducted through these processes. - as multiple hazards (lines) result in a hazardous situation of implant loosening, and the root cause of the above complaint has not been determined, a specific hazard (line) cannot be selected for the reported event. As a hazard cannot be selected, the occurrence score for one hazard cannot be attributed to all events, and therefore cannot be used for comparison. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the patient had agc knee implanted circa in 1996. Subsequently, a revision procedure was performed on (B)(6) 2020 due to aseptic loosening.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Medical product: agc trad univ intlk fem 60, catalog #: 155422, lot #: s188225. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00453. Postal code: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that the patient had agc knee implanted circa in 1996. Subsequently, a revision procedure was performed on (B)(6) 2020 due to aseptic loosening.